Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, mostly on right side") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. B26274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, esophageal reflux, leukocytopenia, uterine fibroids, paratubal cyst and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced weight increased ("weight gain / loss specify which one: gained approximately 40 lbs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea") and ovarian cyst ("tumor / teratoma / cancer type: left ovarian cyst"). The patient was treated with ibuprofen, escitalopram oxalate (lexapro), phentermine, ropinirole hydrochloride (requip), oral contraceptive nos, medroxyprogesterone acetate (provera) and surgery (required surgical intervention and underwent a pelvic surgery to alleviate symptoms). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, vaginal haemorrhage, female sexual dysfunction and ovarian cyst outcome was unknown and the genital haemorrhage, dyspareunia, menorrhagia and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Ultrasound pelvis - on (B)(6) 2014: not provided . Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet was received and the following information was provided: dyspareunia, dysmenorrhea and abnormal bleeding outcome was updated to resolved (symptoms subside 1-2 months following removal); treatment drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. B26274) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, esophageal reflux, leukocytopenia, uterine fibroids, paratubal cyst and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced weight increased ("weight gain / loss specify which one: gained approximately 40 lbs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea") and ovarian cyst ("tumor / teratoma / cancer type: left ovarian cyst"). The patient was treated with ibuprofen, escitalopram oxalate (lexapro), phentermine, ropinirole hydrochloride (requip) and surgery (required surgical intervention and underwent a pelvic surgery to alleviate symptoms). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and ovarian cyst outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, ovarian cyst, weight increased were added. Reporter, patient demographic information, all other relevant history updated. Product lot number, concomitant, treatment drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, mostly on right side") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. B26274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, esophageal reflux, leukocytopenia, uterine fibroids, paratubal cyst and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced weight increased ("weight gain / loss specify which one: gained approximately 40 lbs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea") and ovarian cyst ("tumor / teratoma / cancer type: left ovarian cyst"). The patient was treated with ibuprofen, escitalopram oxalate (lexapro), phentermine, ropinirole hydrochloride (requip), oral contraceptive nos, medroxyprogesterone acetate (provera) and surgery (required surgical intervention and underwent a pelvic surgery to alleviate symptoms). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, weight increased, vaginal haemorrhage, female sexual dysfunction and ovarian cyst outcome was unknown and the genital haemorrhage, dyspareunia, menorrhagia and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Ultrasound pelvis - on (B)(6) 2014: not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (required surgical intervention and underwent a pelvic surgery to alleviate symptoms). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.